Event description:
It was reported; acculif tl tubing set would not in gauge onto the inserter in the sterile field. We could not proceed without the tubing set.

Manufacturer narrative:
Method: device history review and device inspection. Results: visual inspection indicated no visual anomalies. Dimensional inspection indicated the proximal end of the tubing set was disassembled to measure the height of the sidecar post. The height of the sidecar post was found to be within specification. All other dimensions taken were found to be in spec. Upon functional inspection it was confirmed that the tubing set cannot be attached to the proximal end of the inserter handle. Conclusion: the plausible root causes of the reported event are: tolerance stack up creating interference (design) and incorrect inspection (manufacturing).

Event description:
It was reported; acculif tl tubing set would not in gauge onto the inserter in the sterile field. We could not proceed without the tubing set.